Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went to emergency room due to diabetic ketoacidosis and high blood glucose of almost 600 mg/dl on (B)(6) 2019. Customer's blood glucose at time of incident was over 700 mg/dl. Customer was treated with manual injection. Customer alleged possible under delivery on insulin pump. Customer had nausea, vomiting and positive ketone test. Customer stated that drive support cap was normal and exited at quick release. The device will not be returned for analysis.